Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced prolonged hyperglycemia following an infusion set and cartridge supply change, with a highest blood glucose of 373 mg/dl and out-of-range duration of approximately six hours; the ilet alerted for high glucose, and glucose began to fall during troubleshooting after a repeat supply change and review of steps. Symptoms included feeling sick and nauseous. Outcomes included correction of hyperglycemia after supply change and education, with no need for outside assistance or medical intervention. Investigation included review of use history and procedural steps with the user. Investigation of this case revealed user technique issues during cartridge fill that led to overfilling, leakage within the cartridge chamber, and inadequate insulin delivery; no device alarms or mechanical malfunctions were reported. It was concluded, based on previously established findings for similar reports, that the cause was use error related to cartridge fill technique. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.